Event description:
A report was received that the patient had difficulty charging her ipg. The patient underwent a pocket revision because the patient's ipg had flipped in the pocket site. After the revision, the patient is reportedly doing well.

Manufacturer narrative:
Patient age and date of birth not available. Patient weight not available. Device remains in patient. This is the final report.